Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2021-00039.

Event description:
The user facility reported that the 8fr angio-seal arteriotomy locator and sheath would not penetrate the common femoral artery over the angio-seal wire. It was difficult to push through the skin as well. After failing to get the 8fr angio-seal to penetrate the artery, a 6fr angio-seal was also attempted without success. A mynx closure device was then successfully deployed, and they achieved hemostasis. The procedure being performed was an abdominal femoral runoff. Initial access was obtained with 7fr pinnacle sheath in the common femoral artery without incident. The vessel was not heavily calcified. A groin angiogram was performed before attempting angio-seal deployment. The patient was in stable condition and was discharged home.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6 - investigation conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 6fr angio-seal vip was returned for product evaluation. The arteriotomy locator was returned mated with the hemostasis sheath. The guidewire was not returned. No other accessory components were returned. Visual inspection revealed that the arteriotomy locator and sheath were properly mated upon receipt. The tip of the arteriotomy locator was inspected and no visual anomalies were noted. Functional testing was performed. The arteriotomy locator was removed and re-inserted into the hemostasis sheath. The arteriotomy locator was clicked and locked into the hemostasis sheath as intended and a clear tactile snap was audible. A new guidewire was obtained, and the locator was subjected to functional testing. The guidewire was inserted into the locator and it worked as intended. No functional anomalies were noted. No issue was noted during functional testing. Dimensional testing was performed. The outer diameter of the locator was measured to be 0.090'' which was within the manufacturer specification of 0.092'' +/-0.002. The outer diameter of the sheath was measured to be 0.115'' which was within the manufacturer specification of 0.114" +/-0.005". All measurements were within the manufacturer specifications. Based on the returned device, the complaint could be confirmed for difficult insertion of the assembly into patient's artery. The exact cause of the insertion difficulty into the femoral artery between the insertion sheath and the locator assembly over guide wire cannot be determined based on the available information. The 6f device is used for closing puncture site 6 french or smaller. Based on the compliant description 7f device was used to gain the initial access to artery. Using the 6f device for larger size hole is against the indications mentioned in the device IFU. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.